Event description:
The pump was returned for service reporting that it turned on by itself. The facility's biomed department explained that the device consistently powered itself on while in the biomed shop. Biomed confirmed that there was no report of any patient incident related to this device. No additional details are available.